Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the ectopy and ventricular tachycardia (vt) was not determined.

Event description:
The complainant had an impella 5.5 pump support ongoing for a patient admitted in with need for coronary artery bypass graft x 4 and had the impella 5.5 pump placed for the support of the patient. The patient had ectopy and runs of ventricular tachycardia (vt) requiring defibrillation with 200 j. No chest compressions were required. The pump position was assessed. The left ventricle was noted to be small. The pump remained on for support despite the vt for five more days.